Event description:
It was reported that during an indirect decompression spacer implant procedure, the patients spinous process was fractured when the physician attempted to deploy the implant. It was assessed that the patient had a very short spinous process and the implant had been placed dorsally which contributed to the risk of a fracture occurring. Therefore, the procedure was aborted and the implant was removed. The patient was doing well postoperatively and the implant will not be returned as it was discarded by the medical facility.